Event description:
It was reported by the patient's parent that the patient experienced hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 17.5 mmol/l (~308 mg/dl) while wearing the pod on the leg between 5 and 24 hours. The parent reported that the pink slide advanced but the cannula was not visible upon pod removal, indicating a needle mechanism failure. No medical assistance was required. Hyperglycemia was treated with an insulin pen prior to the pod replacement. The patient was using lyumjev as their insulin, which is not approved for use with the device and is not recommended by the manufacturer; therefore, considered off-label use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.